Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact for the past event, blood glucose level was 127 mg/dl at the time of report. Reportedly, the customer continued to use the pump for insulin therapy.